Event description:
The device was returned due to a complaint of the ac adaptor in the pin was loose. The results of the investigation found that the device's downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.